Manufacturer narrative:
Evaluation summary: the device was not returned, the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-stent implant device was removed during a secondary procedure. The patient was a 'non-responder' and experienced an intraocular pressure (iop) spike of about 35. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the reported issue of explant and intraocular pressure (iop) spike; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. Possible root causes are that postoperative elevated iop and stent explantation are established risks associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).